Event description:
It was reported that an occlusion alarm occurred. A cartridge change was performed resolving the occlusion. Additionally, it was reported that the customer had an unspecified cartridge issue. There was no reported adverse impact to the customer¿s blood glucose level. A cartridge change was performed to address the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.